Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail tractip laser fiber was used in a ureteroscopy (urs) procedure performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber broke. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.